Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set would not prime during priming with IV solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed and passed with no issues relating to the reported condition. Functional flow rate test was performed and passed with no issues relating to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.